Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer, 2.1 smart half height, failed intermittently pockets not detected on bus. A field service engineer worked remotely with the customer to troubleshoot the station by performing a controlled shutdown using the power switch and disconnected the station from the customer backup battery. After a 5 minute wait, the station was rebooted. The fse found station with auxiliary drawer 2.1 failed and unable to recover. The back panel was opened, and all indicator lights on the module and controller boards were verified as normal. The station was powered down, and all connections for drawers 2.1 and 2.2 were reseated. After reboot, all cubies recovered except pocket b3 in drawer 2.1. Upon attempted recovery, the cubie released, and the customer was able to load the medication into a different pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hardware entire drawer 3.2 failed and was not detected on the bus, preventing stocking or removal of product. The customer shut down and restarted the machine; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.